Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reports self adhesive does not stick enough with this batch of cannulas. Due to the poor adhesion sometimes the needle slides out of the skin. No adverse event occurred. Customer does not want to send in material for investigation.